Event description:
Pt found without respirations or pulses, in a pool of blood at 7:20 am, lying on abdomen, draped over base of bedside table on floor. The chest wall perma-cath was not intact. The red port lumen was separated approx. 1/2" from skin surface. The remainder of catheter was still sutured in the chest wall. The separated portion of catheter with red top was found on floor. It is unknown how the catheter separated.